Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the lead body was blackened approximately 6 to 12 cm from the terminal pin. The outer insulation was intact but there was some damage to the lead's inner insulation between the rate/sense and high voltage conductor coils found. Both visual and x-ray inspections of the damaged area revealed that the conductor coils were melted approximately 10.5 cm from the terminal pin. Resistance testing was completed to assess lead electrical performance and the measurements were out of specification. Laboratory analysis determined that the inner insulation became damaged and the rate/sense and high voltage conductors fractured due to lead-on-lead contact. Because of the inner insulation damage, it then allowed the rate/sense and high voltage conductor coils to come in physical contact with one another. As a result of this contact, the two conductors shorted against themselves, during shock delivery, causing the melting found during analysis. An additional review of the reported clinical observations noted that the pacing impedance and shock impedance measurements were high out of range and the end of (B)(6) 2014, indicating that this is when the inner insulation was damaged and the rate/sense and high voltage conductors fractured. There were many recorded episodes from that time due to noise oversensing; however, they did not lead to inappropriate shock delivery, only atp. A shock was not delivered until (B)(6), which is when the arcing damage would have occurred due to the rate/sense and high voltage conductors being in contact with one another. This short was entirely contained within the lead and would not have caused damage to the associated ICD.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was hospitalized after receiving an inappropriate shock. It was discovered that both the pacing and shock impedance measurements were high, out of range. A review of the device's memory also found noise on the ventricular channel that was being oversensed and resulting in anti-tachycardia pacing (atp) delivery. A chest x-ray was performed and no irregularities were observed. A lead revision was performed and it was noted that a portion of the lead had a visible anomaly. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.